Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient has a follow up scheduled for (B)(6) 2020. No further complications were reported/antic ipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a spinal cord stimulator it was reported that the patient was unable to recharge as the charger will not hold a charge. Pain is mild now but would like to be able to use it when needed. It was noted that the event was related to the device or therapy, not related to the implant procedure no further complications were reported/anticipated.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the recharger went dark and blank when they put it up to the ins to charge it. The patient stated they had not been able to recharge in about 3 months. The patient was redirected to a healthcare professional (hcp) to address possible overdischarge. No patient complications were reported as a result of this event.